Event description:
The user from the user facility reported that the device would randomly turn on (unintended activation) during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user from the user facility reported that the device would randomly turn on (unintended activation) during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.